Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Deflation: observed 1 opening assessed as surgical damage. Particles in valve: no observed. As per the investigation procedure, creases, wear abrasion and particles and 1 opening nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.1, d.3, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported "semi deflated textured implant" and "particle in the valve". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "semi deflated textured implant" and "particle in the valve". This record is for the right side. Device was explanted.